Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for high blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had been hospitalized before but did not provide information about any of the hospitalizations.